Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidewire tip broke. A 330cm rotawire was selected for use. During preparation, outside the patient's body, the wire was taken out from the hoop. However, upon pulling it out, the tip of the wire broke. The procedure was completed with another of the same device. No patient complications were reported.